Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's lead located at the l3 vertebral level was eroding out of the patient's back. Surgical intervention was undertaken and the lead was explanted.

Event description:
Additional information received indicated the patient has effective therapy and is doing well.